Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during an endoscopic ligation of anal and rectal hemorrhoids procedure performed on (B)(6) 2024. Prior to the procedure, upon installation of the ligator onto the endoscope, it was noticed that a "rope" problem occurred which cause the bands to move and stuck at the end, and unable to deployed. The device was replaced, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts. The reported event may suggest that the suture broke.